Manufacturer narrative:
Based on device history record review, no abnormality was observed during the production of the reported batch. From the returned sample, observed a minor dent on the adapter inner luer; however, passed the catheter leak test. The assembly process was reviewed, the dent was suspected to be caused by adapter contacted by the gripper at the tipper station due to misalignment. The occurrence rate for leakage due to inner luer dent defect for tuas insyte products is very low based on number of complaints received per sales volume in the past 12 months. Based on the complaint history review, this is the first complaint reported for leakage for this batch. Hence this is most likely an isolated case. As current control, there is an outgoing functional test in place to check for catheter adapter leakage. There is also in-process visual inspection in place to check for catheter adapter damage which could cause leakage. Communication was conducted for the inner luer dent defect: communication to inyste tipper line production technician to monitor the occurrence of the adapter inner luer dent defect completed the complaint batch was manufactured before the action implementation.

Event description:
When connecting the IV set to the 24-gauge, leakage occurs at the hub connection. It was reported that this issue does not occur with the same angiocath plus 22-gauge and 20-gauge, but only with the 24-gauge.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd angiocath plus 24ga x0.75in leaked. When connecting the IV set to the 24-gauge, leakage occurs at the hub connection. It was reported that this issue does not occur with the same angiocath plus 22-gauge and 20-gauge, but only with the 24-gauge.